Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3487a, serial# (B)(4), implanted: (B)(6) 1991, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID: 74001, lot# n319875, implanted: (B)(6) 2012, product type: adapter. Product ID: 3550-29, lot# serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer (pp) display was showing a ¿call your doctor¿ icon. There was also a power on reset (por) condition. They attempted to clear the por with the pp but they were not successful. The patient was not getting consistent stimulation. About a week later it was reported that a low battery error code accompanied the por. Programming determined the cause of the por. Plain x-ray films were taken. It was noted that the patient¿s system was set to be continuously turned on. The patient had not recovered, with symptoms and issues ongoing. It was later reported that the device was explanted and returned to the manufacturer for analysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly. The ins reached end of life within the longevity estimate. The por bit was set due to voltage too low. The por bit was set after the ins reached eri and before the ins reached eos. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.